Event description:
During a ptca treatment procedure involving a calcified and 99% stenotic lesion in the bifurcation of the obtuse marginal branch and the tortuous distal left circumflex coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 6 atm's on the second inflation when contrast medium was noted to be leaking from the balloon. (The initial inflation was also to 6 atm's.) The patient was asymptomatic during this event. The maverick2 monorail balloon was removed and replaced with another catheter to successfully complete the procedure. A terumo introducer sheath (size unknown), an acs whisper guidewire (size unknown), a britetip guide catheter (size unknown) and a medtronic everest inflation device were also used in this case. Patient status is reported as "good".